Manufacturer narrative:
The reporter indicated that a cc4204a, +22.5 diopter, intraocular lens was implanted and removed due to the lens tearing. The lens was removed and replaced with a backup lens during the initial surgery. There was no patient injury. Cause of event is unknown. Claim#: (B)(4).

Manufacturer narrative:
Age or date of birth: unk . Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation : lens was returned in liquid, in lens vial. Visual inspection found that the optic and haptic were torn. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a cc4204a, +22.5 diopter, intraocular lens was implanted and removed due to lens tearing. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.